Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such excessive force during the tightening process and misaligned insertion or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/03/2025, a sales representative reported via phone that an ar-1588tnt2 fibertag® tightrope® ii abs implant, and an ar-1588tb-5 tightrope® abs button broke. This occurred during a quad tendon acl reconstruction on (B)(6) 2025. When the surgeon began tensioning the ar-1588tnt2 broke resulting in the ar-1588tb-5 button breaking and falling out to the floor. All fragments were recovered from the patient. The patient had a good bone quality, and it was uncertain if anything was used to prepare the bone. There was a delay of about 30 minutes that required additional anesthesia for that time. The procedure was completed using another ar-1588tnt2 fibertag® tightrope® ii abs implant, and another ar-1588tb-5 tightrope® abs button. There was no harm on the patient.